Event description:
The customer contact reported sparks. It was reported that prior to pt use, sparks were noted when the nurse plugged the device into the ac outlet. There were no adverse effects to the nurse. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, charring was noted on the female end of the ac power cord, and it was reported that a "crackling" noise was heard when the ac power cord was plugged into an ac outlet. The customer contact indicated that spillage was noted inside channel 3 of the device. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.